Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed a complete lead with a slightly deformed helix. Testing was then completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the attempted implant of this lead, the physician was unable to establish a location in which acceptable pacing was exhibited. As such, the lead was removed and returned for laboratory analysis. No resulting adverse patient effects were reported.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during the attempted implant of this lead, the physician was unable to establish a location in which acceptable pacing was exhibited. As such, the lead was removed and expected to be returned for laboratory analysis. No resulting adverse patient effects were reported.